Manufacturer narrative:
The instructions for use for the implate wrist arthrodesis nail system states the following: "all unicortical screws must be implanted and fully tightened into the radial and metacarpal nails to maintain the integrity and strength of the finished construct. If the unicortical screws are not attached and/or fully tightened, a non-union, delayed union or construct failure may occur." "The device is not designed to withstand the stress of excessive weight bearing, load bearing, or physical activity. Improper insertion of the device during implantation may also increase the possibility of loosening, or migration." "Potential construct failures such as implant breakage, loosening, delayed union, or non-union may occur as a result of non-compliance to post-operative rehabilitation, excessive wrist activities or construct overloading." A definitive root cause could not be established at this time. The affected screw was requested to be returned following the surgery scheduled for its removal, however the metacarpal nail appears to still be fully functional following a successful union and will therefore likely remain implanted. Potential causes of failure include not fully tightening the screw prior to closure and the patient engaging in excessive physical activity.

Event description:
A unicortical screw backed out of an implant metacarpal nail 17 months after initial implantation, requiring additional surgery to remove the screw.